Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited elevated thresholds and reduced sensing depending on the patient's position. The physician elected to reposition the lead and discovered the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post surgery and would continue to be monitored.